Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was bloated. A technical support specialist verified whether there were any missing indexes in the system. Then proceeded to run the script to recreate the necessary indexes. After the script execution, a final verification was performed to ensure that no indexes were missing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device became bloated due to a purge issue and it needs to have all indexes recreated as they are experiencing slowness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.